Event description:
It was reported that before use the cardiosave intra aortic balloon pump(iabp) alarmed high temperature when it was turned on. No patient harm reported.

Manufacturer narrative:
Due to character restriction in block e1: full event site name: (B)(6) hospital. Full event site address: (B)(6). Full event site telephone no: (B)(6). A supplemental report will be submitted on completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) states that the equipment and fault code records were checked at the hospital to confirm the fault reported by the customer. The customer was advised by fse to replace the filter. The customer found a third party for repair.

Event description:
N/a.